Event description:
It was reported that the 10 ml bd posiflush¿ sp pre-filled flush syringe nacl 0.9% experienced difficult plunger movement during use. The following information was provided by the initial reporter: syringe ( cone ) can no longer be pressed after half of the contents. It's like it's stuck. Content cannot be injected. Cone can no longer be moved.

Manufacturer narrative:
Investigation summary: a device history record review was performed for provided lot number 9351318 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. As samples were unavailable for return, our quality team obtained twenty retained samples of the same lot number from the manufacturing facility for further investigation. The retained samples were all inspected and no defects regarding plunger movement were detected. Based on the investigation results, a cause for the reported incident could not be determined. Our quality team will continue to monitor the production process for signs of this potential defect and any emerging trends.

Event description:
It was reported that the 10 ml bd posiflush¿ sp pre-filled flush syringe nacl 0.9% experienced difficult plunger movement during use. The following information was provided by the initial reporter: syringe ( cone ) can no longer be pressed after half of the contents. It's like it's stuck. Content cannot be injected. Cone can no longer be moved.

Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes. D.10 returned to manufacturer on: 2020-08-03. H.6. Investigation summary a device history record review was performed for provided lot number 9351318. The review did not reveal any detected quality issues during the production process that could have contributed to this reported incident and all inspections were found to be within specification. To aid in the investigation of this issue, one used sample and one unused sample were returned for evaluation by our quality engineer. The used sample did show slight difficulty when flushing, however, the unused syringe did not exhibit any resistance. To further investigate this issue, twenty retained samples of the same lot number were obtained from the manufacturing facility. The retained samples were inspected and none of the samples showed signs of difficult plunger movement. Although an exact manufacturing cause could not be determined for this incident, it is possible that this incident resulted from an error in the silicone distribution process. Based on the preventive measures in place, we believe this was an isolated incident. Our quality team will continue to closely monitor the production process for signs of this potential defect and any emerging trends.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the 10 ml bd posiflush¿ sp pre-filled flush syringe nacl 0.9% experienced difficult plunger movement during use. The following information was provided by the initial reporter: syringe ( cone ) can no longer be pressed after half of the contents. It's like it's stuck. Content cannot be injected. Cone can no longer be moved.